Event description:
A malfunction code occurred. There was no reported impact to the customer¿s blood glucose level. No additional information was provided regarding corrective actions taken by the customer or technical support.